Event description:
Follow-up information revealed the patient also lost stimulation and was unable to recharge the ipg at all on (B)(6) 2018. Troubleshooting was unable to resolve the issue. The patient underwent surgical intervention on (B)(6) 2018, wherein the ipg was explanted and replaced. Reportedly, effective stimulation was restored following the procedure.

Manufacturer narrative:
1627487-07262012-002-r; 1627487-12192011-003-r. This ipg serial number was included in field advisories. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has to frequently recharge the ipg to maintain therapy. As such, the patient will undergo surgical intervention at a future date to address the issue.